Manufacturer narrative:
An additional emergency stop button is located on the other side of the table side and can be used alternatively. It is noted in the operator manual to perform a daily check of the emergency stop button. Nevertheless, even though no injury occurred in this case, in worst case, a minor to serious injury might be the outcome if the stop button does not work correctly in an emergency situation and the user does not use an alternative stop button to prevent collision. The replacement of the defective emergency stop button resolved the issue at the affected site. No general problem has been detected for the installed base which requires an immediate action. Investigation is ongoing. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens customer service engineer was dispatched to the customer site to perform service on the luminos agile max system due to potential water damaged caused by roof leak. During the service event the engineer confirmed that the examination room was dry and there was no water damage to the concerned unit. The engineer ran a function check and discovered that the emergency stop button on the table was pulled out the front panel and not functioning when pressed. There is no patient involvement in this case as the issue was identified during the service call. There are no injuries attributed to this event. The damaged emergency stop button was replaced at the affected site.

Manufacturer narrative:
Siemens healthcare investigated the reported issue in detail. It was stated that the customer had called the service due to potential water damage to the system. On site, it was found that no water had entered the system as it was previously covered with plastic and remained dry. During a system check, the local service engineer determined that the emergency stop at the table side was malfunctioning. According to the information provided, the emergency stop had a mechanical problem. It was stated that the emergency stop did not stay mounted because something on the back was broken (most likely the fastening nut of the emergency stop). It is not known how long the emergency stop had been malfunctioning. According to the service engineer, it would not have been possible to activate the safety circuit with this button. The system was repaired on site with replacement of the affected part. The spare part consumption of the emergency stop (¿emerg stopswitch 1nc+1no 16mm red¿, material number 11368781) shows values that are below the defined threshold. The damaged emergency stop button was requested for further investigation but could not be provided despite several reminders. Without the affected part, no further analysis is possible. In case of an emergency, additional emergency stop buttons are located on the bucky wall stand and on the control room module. The ¿emergency power off¿ button for the examination room can also be used to stop any movement immediately (operator manual xpd1-325g.620.03.01.02, chapter ¿system safety¿, pages 24 and 25). It is recommended to check the function of the emergency stop buttons after each start up as described in the operator manual (xpd1-325g.620.03.01.02, chapter ¿system operation / daily tests¿, page 115). With this, malfunctioning emergency stop buttons can be detected by the user. The complaint is closed with this statement and without further measures.